Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (does not power on / damaged receptacle) has been confirmed. As received, the monitor would not power on. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging the +1.8pld and +3.3pld power supplies. The cause of the inability to power on is the damaged receptacle and power supplies. The root cause of the damaged receptacle and power supplies is excessive force placed on the monitor. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was not powering on and had a damaged belt receptacle on the monitor.